Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms on the system controller (serial number: (B)(6)) and a damaged white power cable was not able to be confirmed. No log files were available for review, and the system controller was not returned for analysis. Provided information indicated that the atypical alarms were believed to be due to a damaged black power cable, as the patient repaired the damage with tapes, and the alarms stopped. The system controller was exchanged. The root cause of the reported events was not able to be determined via this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Section 8 of the IFU and section 6 of the patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a system controller exchange on 16jan2026 for "attach to power" alarms while connected to power. White cord was coming off by battery connection. The patient taped it up with regular tape and alarms stopped. The controller exchange resolved the issue.